Event description:
It was reported by the customer that the device cs300 intra-aortic balloon pump (iabp) displayed an error message that automatic inflation failed during testing, rendering the device unusable. There were no patients involved.

Manufacturer narrative:
Due to characterization limit e1: event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. The fault was repaired by a third-party company; the customer declined to provide further information.